Manufacturer narrative:
The device reported in the complaint incident was not returned for evaluation. The implant was not removed. No lot number or serial number was provided by the account. The account did provide x-rays however it was difficult to determine if the device was defective. Due to the lack of information provided by the account the investigation could not be completed.

Event description:
This occurred in (B)(6) 2015. A patient came back for a regular follow-up and the doctor ordered x-rays and observed the set screw was loose and the rod was unstable. The doctor confirmed the he firmly tighten the set screw.